Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense and shock channels. The oversensing resulted in pacing inhibition. An invasive procedure was performed and upon removing the terminal pin of this lead from the header, the pin separated from the insulation of the lead. It appeared there was conductor coil damage due to the separation.